Event description:
A customer reported experiencing an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on performing a pump reset, and following the reset, the error did not reappear, allowing the customer to successfully start their sensor session.